Manufacturer narrative:
Device passed displacement test. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they were hospitalized due diabetic ketoacidosis. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump was cracked at the back of insulin pump. Troubleshooting was performed for damage. Customer reported that the reservoir lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.